Manufacturer narrative:
The complaint was escalated for a failure analysis, and the results indicate that no faults were found with the dfm100 assy processor board, as it passed all tests, including shock energy and pacing output, and did not exhibit the reported issue of 'frequently displaying 'rfu (ready for use) x.' Based on the available information and testing, the cause of the reported issue, 'frequently displaying 'rfu (ready for use) x,' was not identified as no faults were found during the failure analysis complaint investigation.

Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device frequently displayed for rfu¿x¿. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.